Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the customer had a low battery alarm on the insulin pump. Customer's blood glucose level was 51 mg/dl. Customer treated and checked the alarm history. Battery indicator does not show less than 2 bars. Customer stated that the battery did not last more than a week. Customer did not receive a weak battery alert. Customer was using a (B)(6) aaa alkaline battery. Customer was advised to clean the battery cap. Customer stated that the motor error continued. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.